Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a farapulse pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. Upon inserting the farawave, it was observed that the sheath valve was drawing in air. No bubbles observed. No air was seen in the patient. The faradrive was replaced, and the new device functioned correctly. The procedure was completed successfully without any patient complications. The device will be returned for analysis.